Event description:
Nursing assistant raised resident out of tub bath via hydraulic chair lift with safety belt applied. Resident leaned forward, belt let loose and resident fell to the floor. The resident sustained a fractured hip. The resident prior to incident was nonambulatory and contracted; no surgery is indicated for repair of fracture per physician. Upon inspection of belt device, no malfunction was identified; incident is assumed related to user error in appkication of belt to buckle. All nursing assistant staff were inserviced on proper use of tub and correct application of belt device.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: incorrect technique/procedure, unanticipated. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification, user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.